Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg over 500 mg/dl) with large ketones. The cause was not known. The infusion set was changed. As the contact routinely assists the customer with insulin injections, the contact administered injection injections to address the high bg. Tandem technical support (cts) assisted the contact with performing a pump system check, and no device issues were found. Cts advised the contact to discuss the events with a health care provider. Although multiple attempts were made by cts to confirm the issue had been resolved, the contact did not reply to the requests.